Event description:
Health professional additionally reported the grade of capsular contracture as baker grade "3.5".

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified crease flat and broken shell. Weight measurement identified device was underweight. A microscopic analysis was performed and identified a sharp opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the posterior due to an unidentified (tear) opening, missing piece of the shell due to inconclusive and missing piece of the shell due to inconclusive. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Health professional reported left side removal due to patient's concern with the product. Healthcare professional also reported capsular contracture, baker grade unknown, "may be fluid around implants", "calcified capsule" and "implant gooey mess". Device has been explanted.